Event description:
A home-dialysis pt in (B)(6) had completed an uneventful dialysis treatment and reported to her mother she was beginning rinse back. Moments later, the mother heard the machine alarm and upon her arrival to the room, she found the pt lying on the bed unconscious. She called the emergency medical services who arrived and transported the pt to the hosp where she pronounced dead. Based upon the info provided and the photos taken at the scene, it appears the pt begun rinse back at the time of this event. The cause of the pt's death is unk and the products were not available for inspection. The pt began home dialysis in (B)(6) 2014. The pt's mother reported the pt had intermittent episodes of unconsciousness with no further explanation.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number. Gambro has no info to suggest that the revaclear 300 dialyzer caused or contributed to the incident and g